Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several rows of stent struts that were overlapping, bent and stretched, exposing the distal portion of the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was solidified media in the balloon. A visual and tactile examination found the inner and outer shaft were separated 104mm from the distal tip. The separated end appeared to be cleanly cut off prior to return. The proximal end of the device (i.e. Remainder of the distal shaft, midshaft, hypotube and hub) was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-apr-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. After stenting the main vessel, the physician wanted to implant a stent at the side branch and perform kissing balloon technique. Predilation was perform at the side branch and a 2.25 x 8 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. After removing the stent, it was found as it is. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.